Event description:
It was reported that the right atrial lead exhibited oversensing noise and false automative mode switch and the right ventricular lead exhibited oversensing noise. Episodes were reproducible with upper body movements. No intervention was performed. The clinic decided to continue to monitor.